Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where an item was unavailable during medication dispensing. A technical support specialist (tss) confirmed that the item was unavailable during medication dispensing. The item was oxycodone 5 mg tablet. Upon checking in myqlink, it was found that the item had been destocked by the system. The tss contacted the pharmacist, and the pharmacist arranged to stat the medication to the facility, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower system had an issue where an item was unavailable during medication dispensing. The item was oxycodone 5 mg tablet. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.